Manufacturer narrative:
The device was heating up. The biomed noticed the unit heating up near the aluminum mounting bracket after being plugged in for a prolonged amount of time. He believes the issue is not with the battery; rather, the power supply board. There was no patient involvement. The complaint device was returned for evaluation. Technical evaluation identified a board malfunction; specifically, a defective supply power board that was getting hot. Additionally, the keypad was separating from the front bezel. The customer complaint was confirmed. The root cause was determined to be the keypad adhesive was coming undone. The 24v power supply and the power supply pcba were replaced. The device was repaired and will be returned to the customer upon completion of service and testing. No additional information is available at this time. This type of event will continue to be monitored.

Event description:
The device was heating up. The biomed noticed the unit heating up near the aluminum mounting bracket after being plugged in for a prolonged amount of time. He believes the issue is not with the battery; rather, the power supply board. There was no patient involvement.